Event description:
Reporter indicated that pt was put under general anesthesia, the device was implanted, and the patient experienced bradycardia. The device was taken out and the patient was not implanted. Further investigation revealed that the patient was never implanted because the bradycardia occurred before the "vns" was implanted. The physician indicated that the bradycardia was due to the anesthesia.